Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge was leaking from undefined location. Additionally, it was reported that resistance was experienced when filling the cartridge with insulin. No supplies were changed and customer resumed insulin delivery. Customer¿s blood glucose level was 72 mg/dl.